Event description:
It was reported that the patient experienced syncope during an episode of ventricular fibrillation (vf) and polymorphic ventricular tachycardia. High voltage therapy was delivered successfully to treat the arrhythmia but was delayed due the programming of the device. Abbott technical support was contacted and recommended reprogramming. Undersensing and noise were also observed during the vf episode. Diagnostic imaging was performed and revealed that there was lack of slack on the right ventricular (rv) lead. The device and rv lead were explanted and replaced to resolve the event. The patient was in stable condition and will continue to be monitored.